Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): unk femoral lot# unk. Unk bearing lot# unk.

Event description:
It was reported that patient was revised due to infection. No additional information has been provided at this time.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The reported event of deep/unspecified infection occurred >13 years post implantation. The initial report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The reported event of deep/unspecified infection occurred >13 years post implantation. The initial report should be voided.